Event description:
Pt was being transported and being ventilated using a pneupac parapac ventilator without alarms. After approximately 1/2 hour, the ventilator allegedly stopped cycling. The pt was removed from the ventilator and manually ventilated. The patient did not suffer any negative consequences.

Manufacturer narrative:
Device is being returned to smiths medical int'l to be evaluated. The results of the evaluation will be submitted after the evaluation is completed. Smiths medical pm, inc. Imports the pneupac parapac without alarms ventilator from smiths medtical international, ltd. Smiths medical pm, inc. Kits a disposable patient circuit (cat. No. 122002) and packages the disposable patient circuit along with the ventilator for distribution in the united states. The user facility had indicated that after they switched the pt to manual ventilation, they inspected the regulator, o2 hose, and filter. They also attached a new o2 tank and tried to reproduce the fault but were unable to reproduce it. The user facility also indicated that they were not using the patient circuit supplied for use with the ventilator. The pt circuit they were using had an in-line humidifier and a built in suction catheter. The operation manual for the ventilator specifically warns against the use of alternative ventilator patient circuits. We have received very little information as indicated in the report from the user facility. We are continuing to follow up with the user facility to gather more information regarding the incident.